Event description:
The pt reported communication issues between the implant and the external equipment shortly after having a surgical procedure done on her neck. It was confirmed that monopolar electrocautery was used during the procedure. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. An advanced bionics representative performed device evaluation. The problem was confirmed. The pt has been implanted with a new advanced bionics spinal cord stimulator.